Event description:
This is a report concerning a pt who experienced coughing, wheezing and an oxygen percentage of 88% to 92% while being treated with aerochamber with mask (medium) for asthma. According to the family member, the family member gave the pt a breathing treatment in 2001 with the aid of a new aerochamber with mask (medium). The pt continued to cough, and began wheezing. The family member took the pt to the emergency room, where a pulse oximeter showed an oxygen percentage between 88% and 92%. The pt was released without treatment, but was brought back later that same day, and seen by a different ER doctor. The pulse oximeter reading was 88%. A chest x-ray was negative. The pt was given an injection of "5% steroid" and a nebulizer treatment of albuterol, and then released. Two days later, the cough and wheezing got worse. The family member gave an albuterol treatment while holding the family member's finger over a hole in the mask. The family member called the pharmacy and they told the family member that there should have been a valve there. The pt was also given a vicks vapor patch during the same time. No further info was provided. Outcomes attributed to event: no indication of outcome.